Event description:
It was reported that during routine testing of the device at the manufacturer's subsidiary's service center, the roller pump display was blank. There was no patient involvement.

Event description:
It was reported that during routine testing of the device at the manufacturer's subsidiary's service center, the roller pump display was blank. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was non verifiable. No parts were returned for further evaluation as the unit reached its end of service life (eosl) so no evaluation or root cause analysis could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.